Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results showed high impedance (dc dc ¿ 4). Normal mode diagnostics showed lead impedance within normal limits (dc dc ¿ 3). The patient had been seizure free since 2007 so the physician did not believe the patient would be open to device disablement despite the high impedance observation. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results showed lead impedance within normal limits (dcdc -3).

Event description:
Additional information was received stating that the vns patient¿s device was tested again during an office visit on (B)(6) 2015 and diagnostic results continued to show a high impedance condition. The patient continues to be seizure-free but began experiencing voice hoarseness which occurred during stimulation on-times.